Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day, showing 30 units instead of the anticipated 100 units. There was no adverse impact to the customer's blood glucose level reported. The customer resolved the discrepancy by reloading the same cartridge and was advised by technical support to call back for further troubleshooting if the issue recurs.